Manufacturer narrative:
All available information was investigated, and the reported sleeve steering issue and knob resistance could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and the returned device analysis, the cause of the reported sleeve steering issue and knob resistance were unable to be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed to report a sleeve steering issue. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4 with an enlarged atrium. The clip delivery system (cds) was inserted, but when the m knob was turned, the clip moved in the wrong direction. Therefore, the cds was removed and tested outside the anatomy. While testing, resistance in the m knob was noted. Therefore, the cds was not used and was replaced. One clip was then deployed, reducing mr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.